Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blank display and had high blood glucose level of 530 mg/dl. The customer¿s current blood glucose level was 350 mg/dl. The customer was treated with pump. The customer stated that the screen was black, and replaced with a new battery and got power loss, post-reset ram crc alarms. It was reported that they were in hospital because having a kidney transplant and pump was working fine. It was also reported that the difference between sensor glucose was 236 and blood glucose was 350 mg/dl. The customer was unable to finish troubleshoot and wanted to restart the pump and set. The customer was advised to disconnect from the pump at the quick set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The correct information has been provided with this report.